Event description:
Pt reported a blood glucose level of "hi" and moderate ketones in their urine, so they went to the ER where their blood glucose tested at 486 mg/dl. Pt was treated with an insulin injection and IV insulin. Pt was released from hosp the next day.